Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(6) 2016 with the following findings: keypad cover is lifting/peeling up at ok button, which responds intermittently during investigation. Removed keypad to inspect under contacts; contamination found under all contacts. The display is dim/fading (pink). (B)(6) .

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim display and contamination under the keypad. This report is made based on the results of an investigation completed on (B)(6) 2015.